Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy procedure with a biopsy. According to the complainant, during the procedure, the nurse was attempting to put the clip through the scope, and as she was pushing it through, it buckled. The scope was not in a retroflex position but it was in a highly curved position. The case was able to be completed without another clip. Per the nurse, there was probably a minute delay in the case, and it did not exacerbate the bleed. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. The patient was admitted overnight because of other reasons not related to the clip failure.

Manufacturer narrative:
Upon investigation, it was noted that there was a kink near the handle. The clip assembly was located inside the over sheath. The over sheath was then pulled back exposing the clip assembly, which was then actuated and deployed as per design. As evident by the kink in the control wire, the end-user may have exceeded the design limits of the device during use. This investigation will be assigned the most probable root cause classification of operational context. (B)(4)

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy procedure with a biopsy. According to the complainant, during the procedure, the nurse was attempting to put the clip through the scope, and as she was pushing it through, it buckled. The scope was not in a retroflex position but it was in a highly curved position. The case was able to be completed without another clip. Per the nurse, there was probably a minute delay in the case, and it did not exacerbate the bleed. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. The patient was admitted overnight because of other reasons not related to the clip failure.